Event description:
It was reported via repair work order that the 30 degrees button was not working on unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the 30 degrees button was not working on unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted to report the customer performed the initial evaluation. However, when contacted, the initial reporter stated they had no recollection of this specific issue and was unaware of any beds that were out of service due to a broken 30 degree button. If the issue recurs another complaint will be opened. Customer performed evaluation.